Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, an e216 scope communication error was received for the device. There is no harm to any patient or persons.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jul 7, 2022: event occurred during preparation for use. The intended procedure was completed with a different device. There was no impact on the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Additionally, it was noted that the bending tube was deformed and the device showed signs of stress from handling; however, it is unlikely that this caused or contributed to the event. Olympus will continue to monitor field performance for this device.